Event description:
The customer reported the tip had blown off due to the cap missing during sterilization. No patient or procedure involved. There were no reports of harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the known root cause of the tip blown off when sterilization occurs during the decompression process, it is known that bending section cover would be ruptured in case mb-156 is not attached. The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual 3.8 sterilization, eto gas sterilization. As an alternative to high-level disinfection, the endoscope can be sterilized by ethylene oxide (eto) gas. After performing manual cleaning and drying as described in section 3.3, ¿precleaning¿ and section 3.5, ¿manual cleaning¿, follow the directions given below. 1. Attach the eto cap (mb-156). Then seal the instrument in a package appropriate for eto gas sterilization according to your hospital¿s protocol.¿ olympus will continue to monitor field performance for this device.